Event description:
It was reported that patient underwent right total knee arthroplasty on an unknown date with unknown products. Subsequently, patient was revised on an unknown date due to infection where a stage one cement mold was implanted. On (B)(6), 2008, patient was reimplanted with a biomet ssk knee. Subsequently, a revision procedure has been indicated due to the leg hyper extending; however, no revision has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.there are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."